Manufacturer narrative:
H3 other text : device not yet returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that her asthma has gotten worse, and she is also experiencing headaches after using the device. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and box-b should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleged that her asthma has gotten worse and also experiencing headaches after using the device. The reported event of asthma has gotten worse and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. Adverse event/product problem updated as both and outcomes attributed to ae captured as other. Health impact grid code and type of reported complaint were updated.